Manufacturer narrative:
Based on the claim against the product by the customer noting that while clamping with an 8mm medium-large clip applier instrument, the clip would not come off the jaw. An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm medium-large clip applier instrument was analyzed and found that the primary failure of failed clip test to be related to the customer reported complaint. The clip applier instrument failed the clip test due to misapplication of the clip. The instrument passed engagement and was able to retain clip through engagement. The instrument applied the clip, but the clip was not released completely due to the bent grip. Common causes of loss of functionality to apply a clip is attributed to either a damaged grip cable or misaligned grips. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: failure analysis confirmed a failed clip test with the finding of a loose grip cable. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, that while clamping with an 8mm medium-large clip applier instrument, the clip would not come off the jaw. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.